Event description:
The device was returned to manufacturer for evaluations.

Manufacturer narrative:
Device evaluation summary - as received, sewing ring was completed detached from the valve when received. Wireform was exposed around the entire circumference of the valve on the inflow aspect. Wireform was also exposed on the cusp of leaflet 3, near commissure 3 on the outflow aspect. When probed, leaflet tissue was stiffer compared to a non-implanted valve. Leaflet tissue also appeared dehydrated. Minimal host tissue overgrowth was observed on both tissue and stent on the inflow and outflow aspects of the valve. X-ray and visual observations noted band deformed/bent near commissure 3 and cusp of leaflet 1. Commissure 3 wireform was also bent outwards. Damages most likely occurred during implant and/or explant.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately seven (7) years and eleven (11) months, was explanted due to severe ai from perivalvular leaks and failed pertaneous repair 2x. The explanted device was replaced with a 23mm bioprosthesis. Surgeon noted the valve looked "intact and there was no problem with the valve, it was difficult to see where leak occurred but there was a fair amount of subannular calcification, probably contributing to the leak." The patient was reported as stable with no reported complications.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic,. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.